Event description:
It was reported by an attorney that the patient underwent a gynecological procedure (B)(6) 2006 and mesh were implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that following insertion the patient experienced pain, erosion, extrusion, infection, urinary/bowel problems, organ perforation, fistulae, recurrence, bleeding, dyspareunia, neuromuscular problems and vaginal scarring. It was reported that the patient underwent injection of macroplastique to urethra and cystoscopy on (B)(6) 2014 due incontinence. It was reported that the patient underwent injection of coaptite into the bladder neck on (B)(6) 2014 and (B)(6) 2013 due to overactive bladder and stress urinary incontinence. It was reported that the patient previously underwent anterior colporrhaphy, pubovaginal sling using cadaveric dermis on (B)(6) 2000 due to cystocele and sui. (B)(4).

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with collagen pelvicol due to cystocele, transvaginal rectocele, stress urinary incontinence, and hypocontractile bladder. Following insertion, the patient experienced pain, extrusion, infection, urinary problems, bleeding and dyspareunia. The patient underwent vaginal exploration, cystoscopy and excision of vaginal mesh on (B)(6) 2013. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Date sent to the FDA: 01/10/2017.